Event description:
Attorney alleges an oxygen concentrator exploded and burst into flames while patient was receiving oxygen. The fire spread from the oxygen concentrator to the bed in which the patient was lying causing severe thermal burns to the patient's legs and body. Death transcript - how injury occurred: ignition of oxygen cannula.

Manufacturer narrative:
Airsep corporation first became aware of this incident when a summons was received. There is no prior knowledge of the incident. The summons claims the device was a newlife elite manufactured by airsep. The device serial number, fire, police, and hospital reports were not provided. We have requested this information along with the fire scene status, location of the oxygen concentrator and the opportunity to examine them. Airsep corporation will send a follow-up reports once additional information is received and/or an examination is completed.